Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After one alarm, the customer changed the infusion set site and resumed insulin delivery. The other occlusion was resolved by changing the cartridge. The customer's blood glucose level ranged from 146 to 195 mg/dl.